Manufacturer narrative:
Upon receipt of additional information it has been determined that the voided MDR (0001825034-2021-03317-1) was sent in error. A supplemental will be filed accordingly once the investigation is completed.

Event description:
Upon receipt of additional information it has been determined that the voided MDR (0001825034-2021-03317-1) was sent in error. A supplemental will be filed accordingly once the investigation is completed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. An unknown head and liner were removed and replaced. Patient coded post surgery leading to death. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03316, 0001825034-2021-03318, 0001825034-2021-03319.